Event description:
It was reported the patient last felt stimulation the night prior to this report and the last time he had a full implantable neurostimulator (ins) charge was two days prior to this report. It was noted the patient had been having coupling issues with his charger for about 1 month where he had no coupling bars and had to reset the device. The patient talked to a manufacturer representative on the day of this report ¿who had some numbers that came up on the charger.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).